Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix of the lead was retracted in order to reposition the lead and the helix would not extend again. The lead was removed from the patient's body, washed with saline, and the helix finally extended again after many revolutions. He helix appeared bent and would catch on the edge of the lead. The physician requested a new lead which was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. No further helix function tests possible. If information is provided in the future, a supplemental report will be issued.